Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Concomitant medical devices: guiding catheter: steerable guide catheter; other: implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) and two mitraclips were implanted. The mitral regurgitation was reduced from 4+ to 1-2+. During a follow up visit, it was noted that the mr had increased and one mitraclip had detached from the anterior leaflet, remaining attached to the posterior leaflet. It was noted that a small portion of tissue was visible on the anterior arm of the clip. The patient was referred for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of tissue damage appeared to be a result of the slda, as part of the anterior leaflet was noted in the clip arm. The reported worsening mr was likely a cascading effect/symptom of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, tissue damage and increased mitral regurgitation (mr). Subsequent to the initial report, additional information was provided which indicates that, although the patient had been referred for surgery, a surgical procedure was not performed. No additional information was provided.